Event description:
Info received indicates the scale display is black due to fluid ingress onto the 22-position connector on the retracting frame.

Manufacturer narrative:
The technician replaced the connector to repair the bed.